Event description:
Ruptured acl and mcl, playing football, rotational tear. No other info provided. Pt refusing to return brace. Pt states "cannot go without it" and states brace is not faulty and fits.